Manufacturer narrative:
The field service engineer performed service actions on the instrument, including the replacement and preparation of the measuring cell, air purge, needle cleaning, and priming. A general reagent or analyzer problem can be excluded because the qc was within the ranges prior to the event. The investigation did not identify a product problem. Although the cause of the event could not be determined, there were hints of a local handling (sample quality) issue.

Event description:
We received an allegation about discrepant results for an unspecified number of patients' samples tested with elecsys vitamin d total iii assay on a cobas e 411 analyzer (rack system). Discrepant results for 1 patient sample were provided. Initial result: 35 ng/ml (estimated value). Repeat result: 20 ng/ml (estimated value). The initial results were too high and, in some cases, they did not match the patients' clinical picture, prompting the repeat of the samples in different laboratories using cobas e 411 analyzers.

Manufacturer narrative:
The cobas e 411 rack serial number was (B)(6). The qc was within the assigned ranges on the day of the event. The investigation is ongoing.